Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12-dec-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a thermocool smarttouch sf catheter and the patient experienced pericardial effusion that required pericardiocentesis. After mapping the right side of the heart with only the ablation catheter, no super high forces were noticed on the right side until they moved to map the left side and a pericardial effusion was noticed when they got to the superior part of the right ventricular outflow tract (rvot), almost into the pulmonary artery (pa), they noticed for a brief moment a high impedance value of 180 ohms for a second and it came down to normal values in the low 100s. There was no ablation given and the highest force value seen was 36 grams. On the 14th point taken it was 36 grams with an impedance of 153 ohms and on the 15th point taken, the force was 16 grams with an impedance of 190 ohms. The problem appeared to have happened somewhere in the rvot anatomy. The case stopped and the patient was being monitored using a service probe and intracardiac echocardiography (ice). The physician also completed a pericardiocentesis and after completion of the procedure, the needle was pulled out and no port was left in when the patient was removed from the lab. The patient was in stable condition. Additional information was received. This adverse event was discovered during and post use of biosense webster products. The physician's opinion on the cause of the adverse event is the procedure. Patient fully recovered. No catheter exchanges occurred during the procedure. The ablation catheter was used to map and then effusion was seen. No transseptal puncture was performed.

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a thermocool smarttouch sf catheter and the patient experienced pericardial effusion that required pericardiocentesis. The device evaluation was completed on 30-dec-2024. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and force and magnetic sensor errors (105 and 106) were observed due to an open circuit in the tip area. A microscopic examination of the peek housing was performed and insufficient adhesive application on the wires inside the tip was observed. No other issues or anomalies were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force and magnetic sensor errors observed were not related to the adverse event reported. The potential cause for the open circuit causing the 105 and 106 errors could be related to the insufficient adhesive observed; however, this could not be conclusively determined. The root cause of the adhesive condition is traced to the manufacturing process. The root cause of the adverse event remains unknown the instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. No device malfunction was reported by the customer. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Corrective and preventive actions are being performed to investigate the manufacturing opportunities related to the application of adessive in the tip area that might cause open circuits and force errors. Explanation of codes: -investigation findings: open circuit (c0205) / investigation conclusions: cause traced to manufacturing (d03) / component code: sensor (g03012) were selected as related to the biosense webster inc. Analysis finding of the ¿open circuit in the tip area¿. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the biosense webster inc. Analysis finding of the ¿manufacturing process¿ related issue. -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿adverse event¿ issue. -investigation findings: open circuit (c0205) / investigation conclusions: cause traced to manufacturing (d03) / component code: sensor (g03012) were selected as related to the biosense webster inc. Analysis finding of the ¿105 and 106 errors¿. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the biosense webster inc. Analysis finding of the ¿insufficient adhesive¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).